Event description:
It was reported that the pacemaker exhibited noise on the right ventricular (rv) lead. In addition, physician discussed discretion since possible evidence of fractured lead or compromised pulse generator-lead integrity. The patient is not dependent and the noise was replicated by isometrics of the patient reaching across the chest from left to right. Boston scientific technical services (ts) continues to work and troubleshoot. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.